Manufacturer narrative:
Fiberoptic sensor failure occurred on a cardiosave intra aortic balloon pump during active therapy, resulting in loss of arterial pressure waveform via fiberoptics. Therapy was continued using pressure monitoring via the inner lumen. Troubleshooting identified excess pressure tubing and setup issues contributing to signal problems. After correction, waveform quality improved and alarms resolved. Iab sensor failure refers to malfunction or signal loss from the fiber optic pressure sensor in an intra aortic balloon catheter, which is critical for accurate pressure waveform and pump timing. Causes of sensor failure a sensor failure can result from the following 1 optical sensor kink 2 break in sensor 3 connector issue effects are as follows 1 loss or poor waveform 2 calibration or alarm errors 3 pump unable to detect sensor.

Event description:
(B)(6), cvicu rn, called into the emergency support program line to request support with a fiberoptic sensor failure on a cardiosave. She was unable to obtain an a/p waveform and switched to transducing the inner lumen. Esp personnel instructed her to coil and label the fiberoptic cable do not use. Pump bp was 59/50 with an unable to update timing alarm active. Troubleshooting identified excess pressure tubing, which was removed. (B)(6) aspirated and flushed the lumen, and proper setup was reinforced. The waveform improved and the alarm resolved, though pulse pressure remained narrow (map 64). Comparison showed radial a/p 75/61 and pump a/p 66/58. Image review indicated elevated heart rate, narrow pulse pressure, and augmentation 10 above systolic bp. X ray showed the marker below the 2nd and 3rd intercostal space. Esp personnel advised provider consultation for clinical management and balloon placement evaluation. No harm or injury to the patient was reported.